Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarm. Customer able to clear alarm and able to rewind insulin pump. Insulin pump was neither dropped nor bumped. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). S/w version 5.2a. Retainer ring = black. Customer returned pump for an alleged pump error 41 and pump error 43 found on (B)(6) 2022. Unit passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. Test p-cap and reservoir locked properly into reservoir compartment during testing. No pump error 43 or pump error 41 noted during testing. Pump successfully downloaded to thus. Confirmed pump alarmed pump error 41 on (B)(6) 2022 21:04:00.000 and pump error 43 on (B)(6) 2022 21:04:00.000 in the pump downloaded history. Motor was tested outside of the device and no alarms noted during testing. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and minor scratches on lcd window. In summary, customer allegation for pump error 41 and pump error 43 was confirmed in pump downloaded history due to motor defect. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.